Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient experienced a bent cannula, resulting in elevated blood glucose levels ranging from 368 mg/dl to 426 mg/dl. The patient inserted a new infusion set at a different site and administered a bolus, after which therapy continued. There was a patient involvement with no harm.